Event description:
Additional information: the patient found out that he had osteoporosis. The patient was also experiencing seizures in addition to the falls, broken bones, and convulsions. It was reported that the catheter was ¿crimped off¿ when the patient fell. He couldn¿t get a magnetic resonance imaging scan, so the patient¿s spine was opened up instead. It was noted that the patient could have developed the meningitis from this procedure. After the procedure the patient developed ¿spinal headaches¿ and had to get a blood patch. It was reported that the patient was not conscious for 15 days and he was disoriented for a couple of weeks. The patient, however, had ¿come all the way back from this.¿ the drug in the pump was morphine.

Event description:
It was reported that patient had a pump implant in 2004. It was stated that patient had infection - "meningitis developed in catheter following myelogram to check pump for catheter kink"; patient also developed spinal leak from test. It was further added that patient had several falls that resulted in breaking the same shoulder twice and the other one once, broke wrist, fingers- "one of the last falls, patient had convulsions and they tried to diagnose him with parkinson's which reporter thought was withdrawal". The pump was removed in 2008; after which the patient found out "there had been a recall on it." Reporter believed that the pump was disposed of. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).